Event description:
A customer's son-in-law reported that the test would not start when a sample was applied to the customer's adc glucose meter (serial #(B)(4)). The customer was also putting the wrong end of the test strip, with blood on it, into the meter. The caller reported that on (B)(6) 2012 at 7:00am the customer was attempting to test but was unable to obtain a reading, and experienced symptoms of "incoherent, shakiness felt weak." The customer self-treated with "juice and ate breakfast." Paramedics were called and obtained a reading of 42 mg/dl on their meter, treated the customer with glucose and transported her to a hospital. The customer was diagnosed with hypoglycemia and "kept overnight" in the hospital in order to stabilize her blood glucose. The caller stated he did not know what treatment the customer received. The customer was discharged at an unspecified time on the following evening, (B)(6) 2012. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1174156) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).